Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. Additional information received identified the procedure was completed as intended using the same device without delay. Per the customer, it is unknown how the piece came off the scope or what piece of the scope was involved in the event. The device was inspected prior to use and no anomalies were observed. It was noted the scope is being reprocessed in an automatic reprocessor.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, a small piece came off the end of the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause could not be established. The probable causes have been determined as handling and wear. Per the product instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.